Event description:
The company was informed that the electrode of the patient's device was extruding. Testing of the patient's device showed that it was functioning. The surgery to reposition the device was performed.